Manufacturer narrative:
General information the instrument arrived in contaminated condition. Failure description - the instrument exhibits no outward defects. The clamping function does not work. A little ring of plastic is enclosed. Investigation: used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840; digital-camera "panasonic dmc tz8". During a visual inspection of the instrument showed no defects or damages to the handle nor jaw. In the next step we checked the mechanical functions. Here we noticed that the clamping mechanism did not work. For the investigation of the root cause for this failure, we opened the handle and investigated the parts which were responsible for clamping of the jaw. Here we found that the actuation collar was broken off. With a broken off actuation collar a movement of the pulling wire and therefore clamping of the jaw is no longer possible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause is most probably usage related. Rationale: there are no further complaints with this lot at hand. Furthermore the fracture surfaces of the broken parts exhibiting no anomalies like knit lines or blowholes. A material defect or a manufacturing error can be excluded. Without further knowledge about the circumstances, we assume, that the surgeon applied a high force to the actuation handle (too much or too hard material/tissue in the jaw). Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Investigation on-going.

Event description:
It was reported that there was an issue with the caiman disposable instrument. The patient underwent an open procedure for a hysterectomy and ovarian cancer removal. When the instrument was used to attempt to dissect the peritoneum, it came apart; first, the handle felt loose and the jaw was not clamped. Next, a tiny circular part came off from inside the handle and fell into the abdominal cavity. There was a 40-minute or more surgical delay while searching for the broken piece. A different device was used instead to complete the procedure. There was no other intervention or patient harm. It was noted that the peritoneal tissue was normal, and not thick or calcified. The surgical team was also experienced in the use of the device.